Event description:
Per physician notes: "impression: pacemaker failure with sudden onset of the symptoms and the fact that recent pacemaker monitoring had been intact, possibility of lead dysfunction must also be considered."